Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.0 cm diameter abdominal aortic aneurysm. Diameter of upper proximal neck was 23mm. Diameter of right access vessel (common iliac) was 13mm. Diameter of right bifurcated internal iliac vessel was 12mm. Diameter of left access vessel (common iliac) was 13mm. Diameter of left bifurcated internal iliac vessel was 12mm. Minimum diameter of right external iliac vessel was 8mm. Minimum diameter of left external iliac vessel was 8mm. Proximal neck length by centerline was 40mm. Aneurysm length to bifurcation was 80mm. Length of right access vessel (common iliac) was 17mm. Length of left access vessel (common iliac) was 30mm. It was reported that following normal procedure, it was noted that after the main sheath was removed and the ipsilateral limb was inserted into the sheath. A sense of strong resistance was felt and it was removed and confirmed that the outer sheath (graft cover) of delivery system was being ¿risen¿ and was no longer suitable for use. It was also noted that there was severe tortuosity in the left approach. It was then reported that another manufacturer¿s sheath was used and the device was implanted, but it was not at the targeted position. The physician stated that the vessel had tortuosity and they might have pushed the device into the sheath forcibly. However, it was noted that there might have insertion difficulty from the beginning. The physician also stated that they should have checked the device before the procedure. No clinical sequelae were reported and the patient is fine. Additional information received reported that by ¿risen¿ it was meant that the graft cover was frayed. However, it was also confirmed that the physician was able to successfully implant the device. The physician stated that this was caused by tortuous anatomy which required them to push hard on the delivery device, but the physician noted that insertion may have been difficult even at the access route. It was further reported that the ipsi lateral limb was to be implanted at the bifurcation point of iia ; but because of the insertion difficulty it was implanted approximately 10 mm above that point. The physician again thought that the tortuous anatomy and possibly difficult insertion at the access route were the cause of the unintended location of the implant. The patient was reportedly fine with no adverse events and the common iliac artery (cia) had a good long landing zone and there was no leak.